Event description:
A patient reported that she received her first treatment with two formulations of collagen on 6 march 1997 in the vermilion of the upper lip, oral commissures and fine wrinkles around the mouth. On 17 june 1997, the patient developed intermittent cyanosis around the mouth, hematuria, exacerbation of asthma symptoms, chest pains, deeper wrinkles at the collagen treated site, muscle loss in the face and a feeling of impending doom. On 23 june 1997, the patient visited a hospital emergency room. An unknown physician could not find an etiology for the patient's symptoms and no medical or surgical intervention was prescribed. The patient failed to mention to this physician that she received collagen in march, 1997. On 10 july 1997, the patient visited another hospital emergency room for exacerbation of asthma symptoms. An unknown physician prescribed oral prednisone and was uncertain about collagen's relation to the symptoms. Although the injecting physician had not evaluated the patient, he requested that the patient come in for evaluation; she failed to return to the office. He did not believe the symptoms were related to the collagen.